Event description:
It was repoted that a new hospital employee experienced asthma-like symptoms while removing a load for the first time from a sterrad 100s sterilizer. The employee was diagnosed as asthmatic prior to this event.